Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 180-220mg/dl fasting. Verified the strips expire 8/24/2017. Customer confirms the strips have been properly stored and were first opened 3/24/2016. Customer performed a back to back blood test and obtained 203mg/dl and 190mg/dl fasting. Reviewed meter memory: (B)(6). Customer states meter read 330mg/dl and 370mg/dl back to back. Customer states his normal range not fasting is 180-220mg/dl.

Manufacturer narrative:
(B)(4). Meter and test strips returned on 5/3/2016 and qc evaluation completed on 5/10/2016 with no problem found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 180-220mg/dl fasting. Verified the strips expire 8/24/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 203mg/dl and 190mg/dl fasting. Reviewed meter memory: (B)(6). Customer states meter read 330mg/dl and 370mg/dl back to back. Customer states his normal range not fasting is 180-220mg/dl.